Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer biomedical engineer evaluated the iabp unit and replaced front end board, to fix the issue. The biomedical engineer released the unit for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) by the customer biomedical engineer, the cardiosave intra-aortic balloon pump (iabp) front end board measurements were borderline out of specification. The measurement difference was out of range. No patient was involved during this event. No adverse event was reported.